Event description:
The customer reported that the image is flipping in oblique version. This happened during cases. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reseated the ffb pcb, and calibrated the camera collimator. He then checked the gib batt @ 2.6vdc replaced gib batt and verified tracking and resolution were within pm spec. He finally flashed the nodes and reloaded the calibration files. The system operates as intended.